Event description:
During a planned follow-up on (B)(6) 2015, the physician observed noise sensing in both channels; same behavior was observed during previous follow-up (starting since (B)(6) 2015). An analysis is requested.

Event description:
During a planned follow-up on (B)(6) 2015, the physician observed noise sensing in both channels; same behavior was observed during previous follow-up (starting since (B)(6) 2015). An analysis is requested.